Manufacturer narrative:
The ess completed an in-service using the device in the product section. In-service included all cleaning, disinfection and sterilization information contained in the olympus manual. Also covered care and handling, storage, leaking scope information and repair reduction tips. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The olympus endoscopy support specialist became aware during review of the cleaning process for the forceps irrigation plug the facility was not taking apart the forceps irrigation plug and incorrectly sterilized the plug along with the scope. No death, injury or infection was reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. The facility was not taking apart the maj-891 forceps irrigation/plug and was incorrectly sterilizing the maj-891 and the cfy-5 oes cystonephrofiberscope in the sterrad sterilizer. A review of the device history record found no deviations that could have caused or contributed to the reported device problem. Based on the results of the investigation, a root cause could not be determined however, it is likely that the user facility reprocessing method differed from that of the device instructions for use (IFU). According to the IFU, the sterrad device can be used to sterilize cfy-5 oes, but not maj-891. Olympus will continue to monitor field performance for this device.